Manufacturer narrative:
H6: updated investigation findings and conclusion codes. Added component code. The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment.

Manufacturer narrative:
Patient weight was not available. As the date of the atrial fibrillation event was not provided, the date gore aware, (B)(6) 2021, is being used as date of event.

Event description:
A patient reported she had a 30mm gore® cardioform septal occluder implanted on (B)(6) 2021 and is having some side effects from the device. The patient reports she had an atrial fibrillation event and was treated with anticoagulants.